Manufacturer narrative:
Patient information not provided as hospital rep (B)(6) declined to provide patient demographics. RMA issued. Replacement part shipped (B)(6) 2011. The site reported that the new emitter fixed the issue and will be sending the old one back to manufacturer for evaluation.

Event description:
A medtronic representative reported that the surgical team was having issues tracking all instruments for the fusion system. The tracking volume seemed to fluctuate; sometimes it would track in an area, and then not at all. The emitter tracking button was opened and then centered, the port errors were fine. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on patient outcome reported.